Event description:
This is being filed to report the asd requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. While advancing the clip delivery system (cds) though the left atrium (la), strong resistance was noted. It was noted the clip became stuck in the pericardium above the aorta. The cds could not be retracted to the la therefore the decision was made to deployed the closed clip where it was stuck. The cds and steerable guide catheter (sgc) were removed and the procedure aborted with the mr remaining at 3-4. The atrial septal defect (asd) was closed with an occluder. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the atrial perforation (asd/atrial septal defect) appears to be related to procedural conditions, as the sgc is advanced through the septum in order to gain access to the left atrium. Perforation is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.